Event description:
The anesthesia machine system check-out procedure was passed in am prior to start of the day's cases. During the first case, the ventilator turned on, but the crna certified registered nurse anesthetist noticed that bellows were not cycling. The case proceeded with manual ventilation and the machine was changed-out after the case. The patient suffered no adverse effects.======================manufacturer response for anesthesia unit, datex-ohmeda adu======================recommend the on-site biomed tech to check diagnostics for both fgcfresh gas control and vent. Monitor digipower voltages and inspect proportional valve. If no problems found, do functional check and return to service.